Manufacturer narrative:
The intended use of the device is to protect a peripheral nerve end and separate the nerve from the surrounding environment to reduce the development of a symptomatic neuroma. This means it is possible to develop a recurrent neuroma as prevention is not claimed. No root cause can be identified, as it may occur that the device is not effective in treating new neuroma formation. This could be due to various causes (for instance reaction to suture material, mechanic stimulation, etc.) But none of these root causes could be established.

Event description:
During a post-market clinical investigation, one of the patients developed new neuroma formation inside neurocap. About 18 months after surgery with neurocap the patient starts to get new pain. First, this was conservatively treated. However, due to progression of pain symptoms, at (B)(6) 2020 she has new surgery with removal of neurocap and restoration of the nerve using allograft. The histology report showed a greyish elastic material and a new neuroma formation. It was positive for staining with cd68 and also showed suture granuloma.